Event description:
A pt developed a bowel obstruction about three or four weeks following a bowel resection. An exploratory laparotomy was performed and about one hr and twenty minutes later the pt coded. The pump tubing was removed from the pump in order to effect free flow, but the fluid stream was not constant. The set was changed to nonpump tubing and connected to a pressure and the needed medication was administered. Resuscitation efforts were unsuccessful and the pt died. While a slight delay in delivering medication may have occurred, the rptr said it had no contributory effect on the outcome of the case. Hosp policy is to use nonpump tubing routinely for pressure infusions. No attempt was made in this case to use the pump tubing for this purpose. The pump tubing was relatively new to the physician and he did not feel the fluid stream was as free flowing as he desired. It is well known clinically that pump tubing does not free flow as efficiently as nonpump tubing.